Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device re placement. Concomitant product(s): a 6943-65 lead, implanted: (B)(6)1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity estimator had rapidly decreased. It was thought to be premature battery depletion. Further investigation indicated the patient had an increase in telemetry usage which caused an increase in average current drain. It was noted the patient had multiple ablations that would likely explain the increase in telemetry usage. No intervention was needed. The device remains in use. No patient complications have been reported as a result of this event.